Manufacturer narrative:
(B)(4). Date sent: 11/8/2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic right hemicolectomy, the jaws did not open after the 2nd firing of feea. It seemed that the target tissue was caught in the jaws. A forceps was used to remove the device from the patient. The device was used on the colon. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.